Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital via ambulance, due to low blood glucose (bg) levels of 3.2 mmol/l (57.6 mg/dl) and losing consciousness. The personal diabetes manager (pdm) data was corrupted after being revised by the nurse. The patient was treated with intravenous (IV) glucose and given manual insulin pens when discharged.

Manufacturer narrative:
The data from the pdm history was found to match that of the ibf. No issues were observed to the device.